Event description:
It was reported that a patient underwent an unknown procedure on an unknown date. During the procedure, the motor drive unit was not driving the handpiece. It was bogging down and at times the lights would flicker and the unit would shut off. There was no problem with the handpiece. The procedure was completed with this motor drive unit with no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.